Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17502. It was reported the patient's permanent procedure was extended by approximately 60 minutes due to difficulty (abdominal stimulation) placing the leads for a total time of 2 hours 4 minutes. It was also reported in order to address the placement issue one of the scs leads was repositioned to the left to cover the patient's pain pattern. Additionally, it was reported that due to the placement issue the patient experienced pain during the procedure and subsequently received intra-venous pain medication. Effective coverage was achieved intra-operatively and the patient was released home with her pain controlled.